Event description:
It was reported that the right ventricular lead had steadily declining impedance. The physician chose to replace the lead due to the patient having complete heart block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.